Event description:
The device was reportedly heating up and created a wound on the user's head.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: according to the limited information received, the recipient's rondo 3 control unit heated up on the head and created a wound. A technical cause for the reported issue is unlikely. The experience might have been caused by an exothermic reaction, the skin effect or an inadequate magnet strength. Furthermore, it is possible that the rondo 3 warms up to a specific temperature, which is in compliance with standard iec60601-1. During device investigation the reported issue could not be reproduced or confirmed. Despite requested no further information regarding the reported wound has been received. This is a final report.

Event description:
The device was reportedly heating up and created a wound on the user's head. The clinic did not provide any additional information.